Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500417 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure of the middle cerebral artery, after uneventful placement of 5 coils, while placing the 6th coil, an orbit galaxy tight distal loop complex (B)(4) into the target aneurysm, it protruded into the parent artery. As the coil was manipulated in and out of the aneurysm approximately four times, the distal tip of the coil became thinner and eventually it could not be moved forward. The coil was considered to be unraveled. Using a snare, the entire coil was removed from the vessel. The procedure was completed with no further issues. There is no information available regarding the aneurysm/neck size or characteristics. Constant fluoroscopy was performed during the event. The microcatheter used during the procedure was excelsior 1018 (boston scientific), but it is unknown if it was utilized with the coil. An adequate continuous flush was maintained through the microcatheter at all times. No resistance occurred when the coil was inserted in the microcatheter or any other time, and no kinks were noted in the microcatheter that may have contributed to the event. It is not known if extra force was utilized during repositioning and it is not known if the microcatheter was repositioned over the deployed coil. A balloon or stent remodeling product was not used during the procedure. A non sterile galaxy embolic coil with an unknown snare was received inside of a plastic bag. The embolic coil was found stretched/kinked and in a tangled condition and stuck with the snare. The galaxy embolic coil was inspected under microscope and it was found stretched/kinked in tangled condition; the prolene of the embolic coil was found broken. The prolene of the embolic coil galaxy was inspected under microscope and appears that it was elongated before it was broken. The unit was send to the sem analysis. The sem results showed that the prolene separation surface presents evidence of elongation and reduction of the wall thickness, this separation condition might be related to stretching/ pulling event; however, this could not be conclusively determined. Cutting was discarded as a root cause since no characteristics typical of this failure mode were observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The records indicated that the product meets specification prior to shipment. Additionally inspections are in place to prevent this type of damages from leaving the facility. The reported unraveling of the coil was confirmed with analysis of the returned device. The cause of the stretched condition of the galaxy embolic coil appears to be due to the pulling forces beyond the prolene tolerance. Based on the analysis and the report that the coil stretched after being advanced & withdrawn multiple times for positioning in the aneurysm it appears that procedural factors & manipulation contributed to the reported event. With review of the returned device, the device history records, and the available information there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned evaluation and analysis: however, has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure of the middle cerebral artery, initially five coils (competitor's products) were placed with no issues noted, but while placing the 6th coil (orbit galaxy tight distal loop complex (B)(4)) into the target aneurysm, it protruded into the parent artery. As the coil was manipulated in the aneurysm and was taking in and out for about 4 times, the distal tip of the coil became thinner and eventually it could not be moved forward. The coil was considered to be unraveled. A snare was delivered to re-capture the coil and removed from the vessel in its entirety. Afterwards, the procedure was completed with no further issues. The product will be returned for evaluation. Constant fluoroscopy was performed during the event. The microcatheter used during the procedure was excelsior (B)(4) (boston scientific), but it is unknown if it was utilized with the coil. An adequate continuous flush was maintained through the microcatheter at all times. No resistance occurred when the coil was inserted in the microcatheter or any other time, and no kinks were noted in the microcatheter that may have contributed to the event. A balloon or stent remodeling product was not used during the procedure. Other product used was an envoy (catalogue and lot unknown). No further information was provided.